Manufacturer narrative:
On (B)(6) 2015, (B)(6) health system in (b)(46 reported that curved mpr images performed utilizing their philips brilliance 64 slice CT system were flipped left to right when sent to the pacs. The customer confirmed that the issue did not result in harm to a patient, operator, or bystander. The customer confirmed that the images were labeled correctly on the CT system as well as the pacs. Only the orientation was incorrect on the pacs. The customer was able to reorient the images correctly in the pacs and there was no report of misinterpretation or mistreatment associated with the issue. The customer locked the raw data on the system but later deleted it. The remote application specialist (ras) assisted the customer with rebuilding the user protocol from the factory reference protocols to resolve the issue. No data was provided for further investigation of the issue. As there were no bug reports, log files, or raw data for further investigation by CT engineering, the root cause of this issue could not be determined. CT engineering evaluation did not identify a hazard. The images were labeled correctly on the CT system as well as the pacs. There is no potential for harm to a patient, operator, or bystander due to this issue. The customer oriented the images correctly in the pacs and the protocol was rebuilt on the CT system from the factory reference protocols to resolve the issue.

Event description:
Based on the limited information at this time, the customer alleged when creating a curved multiplanar reconstruction (mpr) on a brilliance 64 CT system for a (B)(4) study, the images appeared flipped left and right when viewing on the picture archiving and communication system (pacs). A philips remote application specialist (ras) confirmed there was no loss of data, no misinterpretation and that there was no harm to a patient, operator, or bystander. The operator confirmed the images were properly oriented and labeled on the CT system, however ,it was not confirmed that after the images were sent to the pacs, that the images were labeled appropriately. The ras assisted the customer in rebuilding the protocol from the factory protocol to resolve this issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Based on the limited information at this time, the customer alleged when creating a curved multiplanar reconstruction (mpr) on a brilliance 64 CT system for a c-spine study, the images appeared flipped left and right when viewing on the picture archiving and communication system (pacs). A philips remote application specialist (ras) confirmed there was no loss of data, no misinterpretation and that there was no harm to a patient, operator, or bystander. The operator confirmed the images were properly oriented and labeled on the CT system, however it was not confirmed that after the images were sent to the pacs, that the images were labeled appropriately. The ras assisted the customer in rebuilding the protocol from the factory protocol to resolve this issue.